Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tracer metro direct guide. The physician was attempting to cannulate the papilla using the wire guide with a sphincterotome. Once they were in the right direction they attempted to advance the wire guide noticing some extra resistance. The physician then noticed the covering of the wire guide was peeled at the tip. No section of the device detached inside the endoscope or patient. The physician removed the wire guide and completed the procedure using another MFR's wire guide. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. Approximately 5 mm from the distal tip there is a section 2 cm long where the coating is split and the coil spring is exposed. Due to the condition of the returned product, it cannot be determined if part of the coating is missing. Extending proximally from the exposed section of coil spring approximately 1 cm, there are two groves scratched into the coating on opposite sides of the wire guide. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all tracer metro wire guide are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.